Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with laparoscopically-assisted hysterectomy, bilateral salpingo-oophorectomy, mesh repair with posterior colporrhaphy and vaginal vault suspension due to pelvic pain, pelvic prolapse and sui.

Manufacturer narrative:
Date sent to the FDA: 09/27/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic prolapse and stress urinary incontinence.

Manufacturer narrative:
Date sent to FDA: 07/19/2016. It was reported that following insertion the patient experienced recurrent urinary tract infection. No additional information was provided.